Event description:
Related manufacturer reference number: 2017865-2024-62576. It was reported that the right atrial and right ventricular lead dislodged. It was noted that both leads exhibited high impedance. The leads were explanted and replaced. The patient was in stable condition.